Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 91 mg/dl and 192 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On an unk date, the selector console was used for a craniotomy on a pt. The power of the product was reported to not work. Multiple hand pieces had been used and power was still not working. There was no alarm indicating a power failure. There was no pt injury but the product problem did cause a twenty minute delay in surgery to locate and set up a new machine. No other info was provided.